Manufacturer narrative:
H11: a livanova technical service engineer inspected the involved unit and confirmed the reported issue. Reportedly, the device was sent back to customer without any repair and the gas blender was marked as device not for clinical use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the electronic gas blender. Through follow up communication, it was confirmed that the device specifications were found to be out of tolerance. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, electronic gas blender was not performing as per its intended flow specifications. There is no report of any patient injury.